Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy121261h ) showed no anomaly found. Final analysis of lead model 3889-28 showed lead body cut through, product segmented. No significant anomaly.

Event description:
It was reported that in 2010 the patient experienced increased frequency and urination loss of efficacy. Undesirable change in stimulation was noted. Reprogramming was noted; changed electrode settings for program 1, (B)(6) 2010 . Lead and ins explanted (B)(6) 2010. Patient outcome was resolved without sequelae (B)(6) 2010. It was also noted that the patient came in on several occasions to have device reprogrammed. It didn¿t appear that she herself made changes to available programs on the device. Patient would note some increase in efficacy, but ultimately would state a decrease again. There were no device concerns. It was believed the patient had trouble figuring out how to actually use the programmer. It was noted that the patient starting using gelnique prior to explant. She liked this medication and felt this was effective for her at this point. Device components were returned to the manufacturer on 2013-10-31.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v167798, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.